Event description:
Complainant alleged that during biomed testing, the device 5v digital power supply voltage is out of range. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer has received a replacement device under warranty, no product will be returning to zoll.